Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system problem. After consultation with technical service the error was unable to be cleared by the user and the case was aborted.

Manufacturer narrative:
The laser system was serviced and the suspect component was removed and replaced.